Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed episodes of non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. In addition, a short duration auto mode switching (ams) event that was caused by one of the programmed algorithms was observed. Programming changes were recommended. Device remains implanted.